Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, noise was noted on the right ventricular lead. No intervention has taken place at this time and the patient was stable with no adverse consequences reported.

Event description:
Additional information received noted that temporary reprogramming changes were made to resolve the event and the lead is anticipated to be replaced.

Event description:
Additional information was received indicating the lead was capped and replaced to resolve the noise resulting in oversensing. The patient was in stable condition.